Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks. The patient felt palpitations and dizziness. Review was performed and it was noticed that the morphology of the patient had recently changed. It could not be determined if the shocks delivered were appropriate or not. Undersensing was also observed. Additionally, another episode was observed with an inappropriate shock due to noise and oversensing. Troubleshooting and a potential follow-up was discussed. This system remains in service. No adverse patient effects were reported.